Event description:
It was reported that after a diagnostic angiogram, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, deployment was performed as indicated in the instructions for use. A 5-7mm incision was made at the sheath site/ tissue track prior to device insertion that was the spread all the way down to the vessel. During deployment, although the flex-guide was kept straight and at a 45-degree angle while depressing the plunger, it was difficult to deploy the plunger and the vessel locator wings failed to deploy. The device was removed without resistance and manual arterial compression was applied to achieve hemostasis. The procedure took longer than expected due to the use of manual arterial compression, but was less than thirty minutes. Patient outcome was good as there was no damage to the patient. There were no reported adverse patient sequelae. The operator was reported to be trained, highly qualified, and experienced in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: thumb advancer deployment was completed during the procedure without resistance.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported issue was confirmed. The proximal end of the control wire was found separated from the control barrel which would prevent the vessel locator wings from deploying as reported. While a review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on the returned device analysis and an expanded related record review, a product issue related to the reported failure was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.